Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results range from 100 to 250 mg/dl. Customer feels well and observed no symptoms. Medical intervention was sought at hospital and doctor's office. Back to back blood test performed during call fasting ((B)(6) 2015; 8:31am) with results of 356 mg/dl and 466mg/dl. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is 10/31/2017 was open vial date is 02/27/2015. Recall test results performed from meter memory: (B)(6). No adverse event reported.